Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent incisional hernia repair on an unknown date in (B)(6) 2000 whereby an alleged "gore-tex" device was implanted. It was reported to gore that the patient underwent open ventral repair on (B)(6) 2002 whereby an dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2002 an additional procedure was performed whereby explant of the gore device was performed. The complaint alleges that on (B)(6) 2013 an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: abdominal pain, small bowel obstruction, small bowel resection, hernia recurrence, mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusions code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion codes remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2000, including records for the implant of an alleged ¿gore-tex mesh¿ mentioned in the (B)(6) 2000 records and any prior abdominal procedures, were not provided. Records for the sleeve gastrectomy mentioned in the (B)(6) 2014 records were not provided. Operative records dated (B)(6) 2000 indicate the patient underwent repair of a recurrent incisional hernia. The records state: ¿a midline incision was made overlying the hernia defect. The hernia sac identified and dissected back to the neck. The hernia sac was then entered and it was excised. The previously placed gore-tex mesh which had been done in a laparoscopic fashion approximately 9 months ago was identified. It was found that the hernia had recurred because the right side of the gore-tex mesh had come loose, allowing abdominal contents to herniate into the hernia sac. After excision of the sac and dissection of the anterior fascia to the right, 0 braided nylon sutures were used to transect the right edge of the gore-tex to the fascia. These were then tied. These were placed in horizontal mattress fashion. After hemostasis was insured, the wound was thoroughly irrigated. 10 millimeter jackson-pratt drain was placed through a separate stab incision. The subcutaneous tissues were reapproximated with five interrupted 3-0 vicryl sutures and the wound was then irrigated and the skin closed with surgical staples.¿ records between (B)(6) and (B)(6) were not provided. Operative records dated (B)(6) 2002 indicate the patient underwent open repair of a recurrent ventral hernia. The records state: ¿the patient is a 29-year-old white male status post laparoscopic diaphragmatic herniorrhaphy with postoperative ventral hernia, laparoscopic incisional herniorrhaphy with recurrence, open ventral herniorrhaphy, and he now has a third ventral hernia.¿ the (B)(6) 2002 operative report states: ¿the previous midline incision was excised and extended superiorly approximately 4 cm. Dissection was performed down to the level of the mesh, which was placed at the time of the last repair and the fascia above the level of the defect. The mesh was cleaned and there was a defect on the right lateral aspect of the mesh where it had pulled away from the hernia cavity. A finger was inserted through the defect. A second 3 cm fascial defect was noted lateral to the edge of the mesh. It was determined that, for adequate closure, a new piece of mesh would be required. The previous piece of mesh was excised.¿ the (B)(6) 2002 operative report continue: ¿the abdomen was relatively free of adhesions. There was minimal adhesive disease to the undersurface of the mesh. The branch was cleaned for 6 cm superiorly towards the area of the diaphragmatic herniorrhaphy. The other edges were free of adhesions. After the mesh was excised, there was an area of herniation which was lateral to the right side of the mesh that was found to have an incarcerated piece of omentum in it, which was reduced. It was felt to be of questionable viability and therefore excised. It was clamped and tied with a #2-0 silk tie.¿ the (B)(6) 2002 operative report states: ¿a 20 x 30 cm piece of dual mesh was then obtained and #0 prolene sutures placed circumferentially around the mesh. The edges of the mesh were marked where they would be on the anterior abdominal wall. Separate incisions were made for each prolene suture. A gore suture passer was used to pass the sutures through the anterior abdominal wall circumferentially. They were individually tied, insuring with each tie that there was no herniation of bowel omentum or other abdominal contents through the suture or between the sutures. After all sutures were tied, the mesh was taut across the cavity. All defects were closed to the peritoneal cavity with the mesh. The midline fascia was reapproximated using #2 nylon running stitch. Pain ball catheters were then inserted. The mesh was copiously irrigated with antibiotic solution. After placement of the pain ball catheters, the subcutaneous tissue was reapproximated using #2t-o vicryl interrupted stitches. The skin edges were approximated using staples. The incisions were closed using #4-0 subcuticular stitch. The abdominal wall was cleaned and dried. Dermabond was applied to the small incisions. A sterile dressing was placed over the midline incision.¿ the records confirm a gore dualmesh® biomaterial (1dlmc07/01413830) was implanted during the procedure. There was no mention of infection in the records. Records between (B)(6) and (B)(6) were not provided. Operative records dated (B)(6) 2013 indicate the patient underwent exploratory laparotomy with small bowel resection for a diagnosis of small-bowel obstruction. The records state: ¿this is a 40-year-old male with inability to keep down liquids and a CT scan consistent with dilatation of proximal bowel and decompressed distal bowel.¿ findings from the procedure state: ¿a knuckle of small bowel was adherent to the posterior aspect of the mesh creating a transition point. This transition point was resected secondary to concerns for ongoing stricture. A side-to-side anastomosis was created.¿ the (B)(6) 2013 operative report states: ¿next, a midline incision was made after failure of a diagnostic laparoscopy and the patient's mesh incised. The dilated small bowel was traced to the right upper quadrant and the dilated loop and transition point identified. The small bowel was resected proximally and distally with a gia-75 stapler. The intervening mesentery was ligated with 2-0 silk sutures. A side-to-side anastomosis was then created with gia-75 stapler with the enterotomy closed with a ta 60 stapler. The mesentery was then closed with a 2-0 vicryl suture. At this point, given the nature of the gore-tex mesh and the opening of the bowel, the gore-tex mesh was removed. The patient's abdomen was then irrigated with copious amounts of normal saline solution and the fascia then closed with a looped #1 pds suture. Subcutaneous tissues were then irrigated and skin closed with staples. Estimated blood loss was minimal.¿ there was no mention of infection involving the gore device. Operative records dated (B)(6) 2014 indicate the patient underwent ¿open incisional hernia repair with bilateral anterior component separations and an onlay biologic mesh.¿ postoperative diagnosis is noted as ¿massive incisional hernia.¿ the records state: ¿this is a gentleman who had undergone a sleeve gastrectomy complicated by incisional hernia, and then complicated by a bowel obstruction requiring excision of his prior mesh, and primary closure. Subsequently, he developed a massive hernia which has been quite debilitating for him, making it difficult to perform any type of strenuous activity, as well as causing a significant amount of chronic back pain. He has tried to manage this conservatively with an abdominal binder, but sought further help in the hernia clinic.¿ findings from the procedure state: ¿operative findings consistent with a large hernia, 22 x 24 centimeters in size.¿ the (B)(6) 2014 operative report states: ¿we began with a generous midline incision through his prior incision. We dissected down through the skin and subcutaneous tissue. We dissected out his large hernia defect, and then we entered into his peritoneal cavity and removed his hernia sac, with a hernia defect that measured 22 x 24 centimeters in size. Given the large size of the defect, it was felt necessary to perform bilateral anterior component separation to raise large subcutaneous flaps, came out lateral to the rectus muscle 2 centimeters, and incised our external oblique. Our external oblique was incised up to the costal margin and down to the pelvis. We then elevated the external oblique muscle and fascia, incised the areolar tissue to give us a full release on the left side. Our left-sided defect measured 13 x 20 centimeters in length, and giving us a good release of 13 centimeters. We then turned our attention to the right side, and again raised large subcutaneous flaps lateral to the rectus muscle 2 centimeters, and incised the external oblique fascia. We went superiorly up to the costal margin, and inferiorly down to the pelvis.¿ the (B)(6) 2014 operative records continue: ¿we then separated the areolar tissue between our internal and our external oblique muscles, giving us another release of length of 20 centimeters, and width of 11 centimeters defect. This allowed us to bring our fascial edges together without any undue tension. We then closed our fascia in an interrupted vertical mattress fashion with #1 pds. As we were closing our fascia, we did note that he had some bleeding from a 2 x 2 centimeter area on his rectus muscle. The patient had agreed to participate in the evarrest trial, and the patient was randomized to an evarrest patch. An evarrest patch was cut, placed on the bleeding muscle. After pressure was applied for 3 minutes, hemostasis was adequate. We then turned our attention back to closing the abdomen, which closed without difficulty. To reinforce our repair, we took a 20 x 30 sheet of flexhd and secured this as an onlay mesh, covering our defects laterally that we had made in our external oblique. Once the mesh had been sutured in place, we excised additional skin, approximately 20 x 40 centimeters of additional skin and subcutaneous tissue. This was handed off the field. We then closed our skin with a combination of 2-0 nylon and staples, after placing a 19 blake drain times two.¿ the records indicate a non-gore device was used during the procedure. Records between (B)(6) and (B)(6) were not provided. Operative records dated (B)(6) 2016 indicate the patient underwent ¿incisional hernia repair with bilateral component separations and placement of a 30 x 30 lightweight polypropylene in the retrorectus space.¿ the records state: ¿this is a morbid obesity gentleman, who had undergone a sleeve gastrectomy, which was complicated by an incisional hernia. He then unfortunately had developed a small bowel obstruction and had an exploratory laparotomy for small bowel obstruction and excision of his mesh. He had developed a massive incisional hernia. He had previously undergone an abdominal wall reconstruction and unfortunately he had recurred at the upper most portion of his incision.¿ findings from the procedure state: ¿consistent with a 10 x 12 cm recurrent incisional hernia.¿ the (B)(6) 2016 records state: ¿we made a 15 cm incision over the upper portion of his abdomen. We took down through the skin and subcutaneous tissue to the level of the hernia sac. The hernia sac was dissected out and we then entered into his retrorectus space on the right side. We did this by grasping the posterior rectus sheath with kochers and the anterior rectus sheath incising and separating the rectus muscle off of the posterior rectus sheath and taking to the linea alba up to the costal margin and down to the inguinal ligament. This gave us about a 3 cm myofascial release. We then turned our attention to the left side, again grasped the posterior rectus sheath, separated from the rectus muscle, came up to the costal margin down to the inguinal ligament and out to the semilunar line giving us another 3 cm myofascial release. At this point, we closed his posterior sheath with the aid of a 2-0 vicryl, irrigated the space, placed a 19 blake drain in the space after taking a 30 x 30 lightweight polypropylene mesh, we cut it to shape, and sutured it superiorly, inferiorly, and laterally with the aid of a reverdin needle and a #1-0 pds, closed the anterior rectus sheath with interrupted figure-of-eights using a #1 pds. We then resected approximately 8 x 20 cm of skin, handed this off the field, closed the skin with 2-0 nylons and staples after placing a 19 blake drain in the subcutaneous space.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
H6: updated patient codes. H6: updated device code. H6: updated conclusion codes. Previous patient codes (1994, 2240) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The following information was determined from the medical records. Medical records: the known medical records span august 9, 2000 through january 18, 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from september 14, 2000 through june 18, 2002; from june 19, 2002 through august 26, 2013 were not provided. Patient information: medical history: obesity. (B)(6) 2013: 168 kg; bmi 50.23. Smoking. 1.5 pack per day. Hypertension. Gastroesophageal reflux disease. Diabetes mellitus. Colonic diverticulitis. Prior surgical procedures: 1999: diaphragmatic hernia repair. (B)(6) 2013: sleeve gastrectomy. Relevant medical information: (B)(6) 2000: ¿patient is a 20 year old white male with a history of diaphragmatic hernia which was repaired in 1999 at knollwood park hospital. He subsequently developed an incisional hernia in the midline six months following this procedure. This was then repaired laparoscopically at knollwood park hospital. Now patient has a recurrent incisional hernia.¿ ¿it does give him some discomfort at times, especially on straining, although he has normal bowel movements and no diffuse abdominal pain. CT scan obtained shows goretex mesh in place on the left side. On the right side, the mesh is loose and there is an incisional hernia visible on CT scan. The patient will undergo elective incisional hernia repair on august 29.¿ product identification for the aforementioned ¿goretex mesh¿ was not provided. (B)(6) 2000: repair of a recurrent incisional hernia ¿a midline incision was made overlying the hernia defect. The hernia sac identified and dissected back to the neck. The hernia sac was then entered and it was excised. The previously placed gore-tex mesh which had been done in a laparoscopic fashion approximately 9 months ago was identified. It was found that the hernia had recurred because the right side of the gore-tex mesh had come loose, allowing abdominal contents to herniate into the hernia sac . After excision of the sac and dissection of the anterior fascia to the right, 0 braided nylon sutures were used to transect the right edge of the gore-tex to the fascia. These were then tied. These were placed in horizontal mattress fashion. After hemostasis was insured, the wound was thoroughly irrigated. 10 millimeter jackson-pratt drain was placed through a separate stab incision. The subcutaneous tissues were reapproximated with five interrupted 3-0 vicryl sutures and the wound was then irrigated and the skin closed with surgical staples.¿ implant #2/explant #1 preoperative complaints: (B)(6) 2002: ¿the patient is a 29-year-old white male status post laparoscopic diaphragmatic herniorrhaphy with postoperative ventral hernia, laparoscopic incisional herniorrhaphy with recurrence, open ventral herniorrhaphy, and he now has a third ventral hernia.¿ implant #2/explant #1 procedure: open repair of a recurrent ventral hernia. Implant: gore® dualmesh® biomaterial (01413830/1dlmc07) 20 cm x 30 cm. Implant #2/explant #1 date: (B)(6) 2002 [hospitalization dates unknown] ¿the previous midline incision was excised and extended superiorly approximately 4 cm. Dissection was performed down to the level of the mesh, which was placed at the time of the last repair and the fascia above the level of the defect. The mesh was cleaned and there was a defect on the right lateral aspect of the mesh where it had pulled away from the hernia cavity. A finger was inserted through the defect. A second 3 cm fascial defect was noted lateral to the edge of the mesh. It was determined that, for adequate closure, a new piece of mesh would be required. The previous piece of mesh was excised.¿ ¿the abdomen was relatively free of adhesions. There was minimal adhesive disease to the undersurface of the mesh. The branch was cleaned for 6 cm superiorly towards the area of the diaphragmatic herniorrhaphy. The other edges were free of adhesions. After the mesh was excised, there was an area of herniation which was lateral to the right side of the mesh that was found to have an incarcerated piece of omentum in it, which was reduced. It was felt to be of questionable viability and therefore excised. It was clamped and tied with a #2-0 silk tie.¿ ¿a 20 x 30 cm piece of dual mesh was then obtained and #0 prolene sutures placed circumferentially around the mesh. The edges of the mesh were marked where they would be on the anterior abdominal wall. Separate incisions were made for each prolene suture. A gore suture passer was used to pass the sutures through the anterior abdominal wall circumferentially. They were individually tied, insuring with each tie that there was no herniation of bowel omentum or other abdominal contents through the suture or between the sutures. After all sutures were tied, the mesh was taut across the cavity. All defects were closed to the peritoneal cavity with the mesh. The midline fascia was reapproximated using #2 nylon running stitch. Pain ball catheters were then inserted. The mesh was copiously irrigated with antibiotic solution. After placement of the pain ball catheters, the subcutaneous tissue was reapproximated using #2t-o vicryl interrupted stitches. The skin edges were approximated using staples. The incisions were closed using #4-0 subcuticular stitch. The abdominal wall was cleaned and dried. Dermabond was applied to the small incisions. A sterile dressing was placed over the midline incision.¿ relevant medical information: (B)(6) 2013: emergency room [ER] visit: ¿abdominal pain, nausea, vomiting. Onset since gastric surgery (B)(6) 2013. Symptoms worse. Symptoms achy, sharp, pressure. Location pain mid epigastric. Radiating pain into esophagus. Exacerbating factor ran out of pain meds. Relieving factor analgesics.¿ (B)(6) 2013: CT abdomen/pelvis ¿there is mesenteric edema from recent surgery. There is no evidence or [sic] abscess. Moderate fluid and gas distention of upper abdominal proximal small bowel loops are present. The distal small bowel is decompressed and normal in caliber. Also the colon is normal in caliber transition point is identified. There is no abdominal wall defect. There is diffuse fatty infiltration of the liver without focal hepatic les ion the gallbladder and spleen are normal there is fluid distention of the esophagus and mild fluid distention of the stomach the pancreas and adrenal glands are normal. The kidneys are normal. There is no upper abdominal lymphadenopathy.¿ (B)(6) 2013: x-ray abdomen: ¿history: abdominal pain, possible small bowel obstruction, recent sleeve gastrectomy. Impression: multiple dilated, gas-filled loops of small bowel throughout mid abdomen and left abdomen suggestive of small bowel obstruction versus postoperative ileus.¿ (B)(6) 2013: discharge summary: ¿admitted to hospital for abdominal pain, nausea, vomiting and dehydration. Computerized tomography scan showing possible small-bowel obstruction versus an ileus; during hospital stay he had several bowel movements and gas, relieved discomfort, nausea, vomiting. Feels great, ready for discharge. Repeat x-ray (B)(6) 2013, kub [x-ray of kidneys, ureters, bladder] showing continued distention; thought most likely be ileus pattern. Ready for discharge.¿ explant preoperative complaints: ¿ (B)(6) 2013: CT abdomen/pelvis: ¿impression: status post gastric sleeve surgery. There remains an oblong collection of free air and fluid immediately deep to the patient's ventral hernia mesh. This is stable as compared with the prior CT and may represent residual postoperative free air. There is a 4.8 by 3.8 cm fluid collection within the right paracolic gutter which is very minimally larger than the prior study. This may also represent residual postoperative fluid. Close clinical followup is recommended. Fluid filled dilatation of the proximal to mid small bowel which may represent postoperative ileus although early or partial distal small bowel obstruction cannot be excluded. This is similar to prior study. Colonic diverticulosis. Fatty infiltration liver.¿ explant procedure: exploratory laparotomy with small bowel resection explant date: (B)(6) 2013 [hospitalization dates unknown] findings: ¿a knuckle of small bowel was adherent to the posterior aspect of the mesh creating a transition point . This transition point was resected secondary to concerns for ongoing stricture. A side-to-side anastomosis was created.¿ ¿the patient¿s abdomen was prepped and draped in normal sterile fashion. Next, a midline incision was made after failure of a diagnostic laparoscopy and the patient's mesh incised. The dilated small bowel was traced to the right upper quadrant and the dilated loop and transition point identified. The small bowel was resected proximally and distally with a gia-75 stapler. The intervening mesentery was ligated with 2-0 silk sutures. A side-to-side anastomosis was then created with gia-75 stapler with the enterotomy closed with a ta 60 stapler. The mesentery was then closed with a 2-0 vicryl suture. At this point, given the nature of the gore-tex mesh and the opening of the bowel, the gore-tex mesh was removed. The patient's abdomen was then irrigated with copious amounts of normal saline solution and the fascia then closed with a looped #1 pds suture. Subcutaneous tissues were then irrigated and skin closed with staples.¿ relevant medical information: (B)(6) 2013: ¿nausea, vomiting, abdominal pain. Small bowel obstruction, admitted for symptoms relief and repair. Underwent exploratory laparotomy and partial small bowel resection and anastomosis. Tolerated surgery. Dry heaving earlier today. Did have green vomitus. Abdominal pain around surgical site. Low grade temperature, dyspnea on exertion.¿ (B)(6) 2013: ¿bowel movement yesterday, still nauseated. Gastrointestinal: soft, non-tender, wound clean, penrose out. Impression: slow improvement, continue ambulation, slow by mouth intake.¿ (B)(6) 2013: ¿doing better, weak, ambulatory, had several bowel movements, lower part of abdominal wound draining. Impression: post exploratory laparotomy for partial small bowel obstruction, leukocytosis. Obtaine [sic] culture from abdominal wound, no redness per exam.¿ (B)(6) 2013: microbiology: wound/abscess drainage culture: ¿few-moderate escherichia coli. Few enterobacter aerogenes. Rare streptococcus viridans group.¿ (B)(6) 2013: ¿improved today. Flatus, resolution of nausea. Gi: drain out wound without erythema, draining inferiorly as expected.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device for which product identification was provided was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 8/9/00; including prior hernia repair were not provided. (B)(6) 2013: adventhealth shawnee mission. Michael t. Prater, md. Emergency room visit. Abdominal pain, nausea, vomiting. Onset since gastric surgery 08/22/13. Symptoms worse. Symptoms achy, sharp, pressure. Location pain mid epigastric. Radiating pain into esophagus. Exacerbating factor ran out of pain meds. Relieving factor analgesics. Exam: gastrointestinal: soft, nondistended. Tenderness: moderate, epigastric, left upper quadrant. Computerized tomography abdomen/pelvis ordered. 08/27/13, pain decreased, exam unchanged, offered admission or discharge home, patient preferred admission. Diagnosis: intractable singultus. (B)(6) 2013: shawnee mission outpatient pavilion. Wayne liou, md. Radiology ¿ computerized tomography abdomen/pelvis. History: abdominal pain, vomiting, status post gastric sleeve. Impression: small amount scattered expected postoperative pneumoperitoneum. Trace amount free fluid in pelvis. Mild anterior mesenteric fat and omental fat stranding suggesting postoperative edema/inflammation. Dilation proximal small bowel loops with decompressed distal small bowel loops suggesting small bowel obstruction. Fluid in esophagus suggesting gastroesophageal reflux. (B)(6) 2013: adventhealth shawnee mission. Dustin r. Huff, pa. Progress note. Feeling better now. Had liquidy bowel movement 45 minutes prior to visit. No nausea, vomiting. Pain controlled, feels more hydrated with fluids given. Computerized tomography findings suggestive small bowel obstruction. Plan: continue to monitor in hospital. Gerald brice hamilton, md. (B)(6) 2013: adventhealth shawnee mission. Kavita gorantla, md. Radiology ¿ x-ray abdomen anterior-posterior. History: abdominal pain, possible small bowel obstruction, recent sleeve gastrectomy. Impression: multiple dilated, gas-filled loops of small bowel throughout mid abdomen and left abdomen suggestive of small bowel obstruction versus postoperative ileus. (B)(6) 2013: shawnee mission outpatient pavilion. Wayne liou, md. Radiology ¿ computerized tomography abdomen/pelvis. History: abdominal pain, vomiting, status post gastric sleeve. Impression: small amount scattered expected postoperative pneumoperitoneum. Trace amount free fluid in pelvis. Mild anterior mesenteric fat and omental fat stranding suggesting postoperative edema/inflammation. Dilation proximal small bowel loops with decompressed distal small bowel loops suggesting small bowel obstruction. Fluid in esophagus suggesting gastroesophageal reflux. (B)(6) 2013: adventhealth shawnee mission. Dustin r. Huff, pa. Progress note. Feeling better now. Had liquidy bowel movement 45 minutes prior to visit. No nausea, vomiting. Pain controlled, feels more hydrated with fluids given. Computerized tomography findings suggestive small bowel obstruction. Plan: continue to monitor in hospital. Gerald brice hamilton, md. (B)(6) 2013: adventhealth shawnee mission. Kavita gorantla, md. Radiology ¿ x-ray abdomen anterior-posterior. History: abdominal pain, possible small bowel obstruction, recent sleeve gastrectomy. Impression: multiple dilated, gas-filled loops of small bowel throughout mid abdomen and left abdomen suggestive of small bowel obstruction versus postoperative ileus. (B)(6) 2013: shawnee mission medical center. Dustin r. Huff, pa. History and physical. Abdominal pain, nausea, vomiting. Presents to emergency room for uncontrolled nausea, vomiting, dehydration, abdominal pain. Unable to control pain, not able to keep liquids down without immediately vomiting them. Not had bowel movement since surgery. Abdominal pain increased since surgery. Exam: several laparoscopic incision sites with staples. No infection seen. Moderate tenderness mid epigastric. Impression: computerized tomography showing possible small bowel obstruction. Plan: admit to floor, nothing by mouth, pain and nausea medications. Gerald brice hamilton, md. (B)(6) 2013: shawnee mission outpatient pavilion. Wayne liou, md. Radiology ¿ computerized tomography abdomen/pelvis. History: abdominal pain, vomiting, status post gastric sleeve. Impression: small amount scattered expected postoperative pneumoperitoneum. Trace amount free fluid in pelvis. Mild anterior mesenteric fat and omental fat stranding suggesting postoperative edema/inflammation. Dilation proximal small bowel loops with decompressed distal small bowel loops suggesting small bowel obstruction. Fluid in esophagus suggesting gastroesophageal reflux. (B)(6) 2013: adventhealth shawnee mission. Dustin r. Huff, pa. Progress note. Feeling better now. Had liquidy bowel movement 45 minutes prior to visit. No nausea, vomiting. Pain controlled, feels more hydrated with fluids given. Computerized tomography findings suggestive small bowel obstruction. Plan: continue to monitor in hospital. Gerald brice hamilton, md. (B)(6) 2013: adventhealth shawnee mission. Kavita gorantla, md. Radiology ¿ x-ray abdomen anterior-posterior. History: abdominal pain, possible small bowel obstruction, recent sleeve gastrectomy. Impression: multiple dilated, gas-filled loops of small bowel throughout mid abdomen and left abdomen suggestive of small bowel obstruction versus postoperative ileus. (B)(6) 2013: shawnee mission medical center. Dustin r. Huff, pa. History and physical. Abdominal pain, nausea, vomiting. Presents to emergency room for uncontrolled nausea, vomiting, dehydration, abdominal pain. Unable to control pain, not able to keep liquids down without immediately vomiting them. Not had bowel movement since surgery. Abdominal pain increased since surgery. Exam: several laparoscopic incision sites with staples. No infection seen. Moderate tenderness mid epigastric. Impression: computerized tomography showing possible small bowel obstruction. Plan: admit to floor, nothing by mouth, pain and nausea medications. Gerald brice hamilton, md. Discharge summary dated 8/28/2013 indicates the patient was admitted 8/26/2013 for abdominal pain and nausea. Final diagnosis: ¿abdominal pain with nausea and vomiting, resolved. The records state:¿ the patient is a 40 year old male patient who was admitted to the hospital for abdominal pain, nausea and vomiting and dehydration. He did have a CT scan dome showing possible small bowel obstruction versus an ileus; however, during the patient¿s hospital stay he has had several bowel movements and gas which has relieved his discomfort and relieved his nausea and vomiting. He has improved dramatically and feels great and is ready for discharge. We did repeat x-ray on 8/27/2013, kub showing continued distention; however, this was thought to most likely be ileus pattern. The patient feels ready for discharge.¿ (B)(6) 2013: adventhealth shawnee mission. Dustin r. Huff, pa. Discharge summary. Admission: 08/26/13. Admitting/final diagnosis: abdominal pain, nausea, vomiting. Hospital course: admitted to hospital for abdominal pain, nausea, vomiting and dehydration. Computerized tomography scan showing possible small-bowel obstruction versus an ileus; during hospital stay he had several bowel movements and gas, relieved discomfort, nausea, vomiting. Feels great, ready for discharge. Repeat x-ray 08/27/13, kub [kidneys, ureters, bladder] showing continued distention; thought most likely be ileus pattern. Ready for discharge. Plan: follow up in office. Liquid diet, advance slowly per bariatric diet. Discharge home. Gerald brice hamilton, md. (B)(6) 2013: adventhealth shawnee mission. Hassan m. Saradih, md. Consultation. Nausea, vomiting, abdominal pain. Small bowel obstruction, admitted for symptoms relief and repair. Underwent exploratory laparotomy and partial small bowel resection and anastomosis. Tolerated surgery. Dry heaving earlier today. Did have green vomitus. Abdominal pain around surgical site. Low grade temperature, dyspnea on exertion. Exam: abdomen soft, has dressing over surgical wound. No bowel sounds. Impression: partial small bowel obstruction, status post laparotomy and partial resection. Leukocytosis, likely secondary to acute stress. Rule out occult infection. Plan: monitor temperature, white blood cell count, consider treatment for infection. Currently on zosyn therapy. (B)(6) 2013: adventhealth shawnee mission. Gerald brice hamilton, md. Progress note. Bowel movement yesterday, still nauseated. Gastrointestinal: soft, non-tender, wound clean, penrose out. Impression: slow improvement, continue ambulation, slow by mouth intake. (B)(6) 2013: adventhealth shawnee mission. Hassan m. Saradih, md. Progress note. Doing better, weak, ambulatory, had several bowel movements, lower part of abdominal wound draining. Impression: post exploratory laparotomy for partial small bowel obstruction, leukocytosis. Obtaine [sic] culture from abdominal wound, no redness per exam. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ gram stain. Drainage, abdomen. Occasional squamous epithelial cells. Many polymorphonuclear leukocytes. Few gram-negative rods. Few gram-positive cocci in pairs. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ culture wound and abscess. Drainage, abdomen. Few-moderate escherichia coli. Few enterobacter aerogenes. Rare streptococcus viridans group. (B)(6) 2013: adventhealth shawnee mission. Gerald brice hamilton, md. Progress note. Improved today. Flatus, resolution of nausea. Gi: drain out wound without erythema, draining inferiorly as expected. (B)(6) 2013: adventhealth shawnee mission. Hassan m. Saradih, md. Progress note. Claims he is weak and unable to care for himself, unable to wipe bottom. (B)(6) 2013: adventhealth shawnee mission. Richard d. Miller, md. Radiology ¿ computerized tomography abdomen/pelvis with intravenous contrast. History: gastric sleeve 08/27/13. Impression: interval development of subcapsular fluid collections surrounding spleen measuring 4 cm x 14 cm x 22 cm. Could represent subcapsular hematoma. Unchanged small pocket of fluid left upper abdomen near transverse colon, pancreas, inferior aspect of gastric remnant. Measures 5 cm x 2.9 cm x 3.0 cm. Unchanged infiltration of upper peritoneal fat. Resolution of small bowel distention since previous study. (B)(6) 2013: adventhealth shawnee mission. Richard d. Miller, md. Radiology ¿ computerized tomography abdomen/pelvis with contrast - addendum. Reason for exam: abdomen pain at drainage. Gas and fluid collection in right lower quadrant. Probably not associated with bowel, measures 9.2 cm x 5.4 cm x 8.0 cm. Worrisome for an abscess. Gas and fluid collection along posterior margins of gastric remnant, interposed between the spleen. Measures 9.2 cm x 4.4 cm x 11.1 cm. Could represent an abscess. Additional fluid collection along inferior margins of liver measures 7.8 cm x 4.4 cm x 9.6 cm (B)(6) 2013: adventhealth shawnee mission. Veronika mcdonald, do. Procedure ¿ computerized tomography abscess drainage guidance. Indication: subcapsular splenic abscess. Findings: initial scan through upper abdomen demonstrated subcapsular splenic fluid collection. Purulent fluid aspirated. Approximately 20 ml fluid aspirated, sent for laboratory analysis. Pigtail catheter sutured in place, connected to gravity drainage bag system. Plan: drain remain in place until less than 10 ml output on two consecutive days, additional computerized tomography will be obtained prior to drain removal. Patient has additional three abscesses, followed by dr. Hamilton, hopefully resolve with intravenous antibiotics. If abscesses persist, dr. Hamilton plan back to surgery. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ gram stain. Abscess, spleen. Many mixed gram-positive and negative bacterial flora. No white blood cells seen. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ culture wound and abscess. Spleen. Many escherichia coli. Few enterobacter aerogenes. Moderate-many streptococcus viridans group (microaerophilic). (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ culture anaerobic. Abscess, spleen. Many anaerobic gram-positive rods, not clostridium perfringens. Many pepto streptococcus species of 2 colony types. Many bacteroides fragilis group. Moderate fusobacterium species. Moderate prevotella/porphyromonas species. (B)(6) 2013: adventhealth shawnee mission. Hassan m. Saradih, md. Progress note. Very weak, low grade fever. (B)(6) 2013: adventhealth shawnee mission. Stanley d. Hoehn, md. Progress note. Not much improvement. Elevated white blood cells. Impression: status post partial small bowel resection causing bowel obstruction- no improvement. Will get computerized tomography scan. (B)(6) 2013: adventhealth shawnee mission. Gerald brice hamilton, md. Progress note. 2 liters out of drain. Gastrointestinal: non-tender, drain purulent. Status post small bowel resection and lysis of adhesions from small bowel obstruction. Drain of intraabdominal infection should help recovery. (B)(6) 2013: adventhealth shawnee mission. Hassan m. Saradih, md. Progress note. Very weak, low grade fever. Large amount purellant [sic] fluid coming from abdominal drain. Impression: post exp lap for partial small bowel obstruction, leukocytosis; source left upper quadrant abdominal fluid collection (hematoma versus abscess). Computerized tomography reviewed by dr. Mcdonalds, multiple pocket¿s fluid collection likely abscesses, white blood cells improving slowly. Surgery versus percutaneous intervention drainage. Plan: continue pain management and antibiotics. (B)(6) 2013: adventhealth shawnee mission. Hassan m. Saradih, md. Progress note. Doing better, still with pain. Lower incision has dehesed [sic]. (B)(6) 2013: adventhealth shawnee mission. Nurse notes. Wound care consult. 40-year-old male admitted due to small bowel obstruction. Consulted for wound care recommendations. Dressing to midline incision intact, removed, large amount of serosanguineous drainage, wound cleansed, wound bed red, no granulation tissue present, moderate amount fibrin, wound measures 3.9 cm x 3.4 cm x 5.0 cm x 8.7 cm. Discussed options for wound care including use of wound vacuum. Midline abdominal incision intact with skin staples. Will contact dr. Hamilton for order for wound vacuum. Wound bed packed with normal saline moist 4x4¿s, dry 4x4¿s, secured with tape. Healing impeded due to infection, decreased tissue perfusion and obesity. Continue to follow for on-going wound care. (B)(6) 2013: adventhealth shawnee mission. Gerald brice hamilton, md. Progress note. Doing well, advancement in diet, pain controlled. Midline incision with staples, small dehiscence inferior wound with packing in place. No infection seen. Impression: status post open lap with partial small bowel resection due to small bowel obstruction-improving. Continue current care. (B)(6) 2013: adventhealth shawnee mission. Hassan m. Saradih, md. Progress note. Pain better, worried about abdominal wound. Impression: status post percut drainage of abscess. (B)(6) 2013: adventhealth shawnee mission. Nurse notes ¿ wound care. Dr. Hamilton would like wound vacuum midline abdomen wound placed. Moderate amount yellow serous drainage. Wound photos obtained. Skin staples intact to majority of wound, left in place. Skin prep, wound vacuum drape to periwound, mepitel one to staples, silver granufoam x 3 pieces to wound bed, external bolster to support intact staples, wound vacuum drape, trac pad applied, vacuum activated, continuous therapy, no alarms, leaks. (B)(6) 2013: adventhealth shawnee mission. Veronika mcdonald, do. Progress notes. Left upper quadrant pain resolved status post splenic abscess drain placement. Continues right abdominal pain, unchanged. 130 cc splenic drain in 24 hours. (B)(6) 2013: adventhealth shawnee mission. Gerald brice hamilton, md. Progress notes. Feeling better, tolerating diet. Still with right sided pain. Impression: if wbc back up will check computerized tomography scan. (B)(6) 2013: adventhealth shawnee mission. Dr. Andrew harmon. Radiology ¿ computerized tomography abdomen/pelvis with intravenous contrast. History: abdominal pain, prior small bowel resection, possible abscess/leak. Impression: interval placement of percutaneous drainage catheter into subcapsular splenic abscess. Significant interval decreases in volume, small amount residual subcapsular fluid, several persistent punctate subcapsular gas collections. Interval decrease in size 6.3 cm fluid and gas collection interposed between gastric remnant and spleen, compatible with abscess. Mild interval increases in size of bilobed fluid, gas collection arising within right mid abdomen, compatible with abscess. Interval improvement minimal pneumoperitoneum. No extraluminal oral contrast material seen suggest presence of bowel leak. Stable postoperative deformity of stomach. Dilated proximal to mid small bowel loops are nonspecific and may reflect an ileus. Low-grade small bowel obstruction cannot be excluded. Diverticulosis. (B)(6) 2013: adventhealth shawnee mission. Nurse notes ¿ wound care. 75 cc purulent drainage. (B)(6) 2013: adventhealth shawnee mission. Hassan m. Saradih, md. Progress notes. Right quadrant pain. Wound vacuum on. White blood cells improved. (B)(6) 2013: adventhealth shawnee mission. Veronika mcdonald, do. Radiology ¿ computerized tomography abdomen without contrast. Abdominal pain, evaluated position of abscesses. Findings: perihepatic fluid collection, measures 7.2 x 6 cm. Fluid collection right lower quadrant, containing bubbles of gas measuring 7.5 x 6.0 cm. Both fluids represent abscesses. Impression: perihepatic and right lower quadrant abdominal abscesses. (B)(6) 2013: adventhealth shawnee mission. Veronika mcdonald, do. Procedure ¿ computerized tomography abscess drainage guidance. Indication: left upper quadrant abscess, status post small bowel resection. Report: initial scans through upper abdomen demonstrated fluid collection air bubbles left upper quadrant, near splenic hilum. Purulent fluid aspirated. Benson wire advanced into fluid collection, 10 french pigtail catheter advanced into fluid collection. 10 ml fluid aspirated. Pigtail catheter connected to gravity drainage bag system. Impression: computerized tomography-guided drain placement near splenic hilum. Drain was numbered as #2. Plan: drain place until less than 10 ml output two consecutive days, drain will be re-evaluated. (B)(6) 2013: adventhealth shawnee mission. Microbiology - gram stain. Abscess, abdomen, right upper quadrant. Many white blood cells, no squamous epithelial cells, many gram positive and negative bacteria of mixed morphologies. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ culture anaerobic. Abscess, abdomen, right upper quadrant. Many anaerobic gram-negative rods (not bacteroides fragilis), anaerobic gram-positive cocci, non-spore forming gram positive rods, bacteroides fragilis group. Few-moderate prevotella/porphyromonas species. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ culture wound and abscess. Abdomen, right upper quadrant. Few-moderate escherichia coli. Occasional enterobacter aerogenes. Few-moderate streptococcus viridans group. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ gram stain. Abscess, abdomen, right lower quadrant. Many white blood cells. Many gram positive and negative bacteria of mixed morphologies. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ culture anaerobic. Abscess, abdomen, right lower quadrant. Many anaerobic gram-negative rods (not bacteroides fragilis). Many anaerobic gram-positive cocci and many anaerobic nonspore forming gram positive rods. Many bacteroides fragilis group. Few-moderate prevotella/porphyromonas species. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ culture wound and abscess. Abdomen, right lower quadrant. Few escherichia coli. Few streptococcus viridans group. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ gram stain. Abscess, abdomen, left upper quadrant. Many white blood cells. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ culture anaerobic. Abscess, abdomen, left upper quadrant. No anaerobic organisms isolated. (B)(6) 2013: adventhealth shawnee mission. Microbiology ¿ culture wound and abscess. Abdomen, left upper quadrant. Occasional enterobacter aerogenes. 1 colony escherichia coli. (B)(6) 2013: adventhealth shawnee mission. Nurse notes - wound care. Puralant [sic] light brown drainage in 24 hours, 25 cc. Right lateral drain yellow clear drainage. (B)(6) 2013: adventhealth shawnee mission. Hassan m. Saradih, md. Progress notes. Weak, abdominal pain, right abdominal quadrant. (B)(6) 2013: adventhealth shawnee mission. Nurse notes ¿ wound care. 170 cc light brown purulent drainage. Wound bed red granulation tissue along lateral edges, undermined areas decreased in depth. (B)(6) 2013: adventhealth shawnee mission. Hassan m. Saradih, md. Progress notes. Weak, tolerating diet. Abdominal pain at drain sites. (B)(6) 2013: adventhealth shawnee mission. Gerald brice hamilton, md. Progress notes. Feeling better. Gastrointestinal: soft, non-tender, right sided drains minimal output and serous. Impression: improved after drain placement. Rescan monday for possible drain removal. (B)(6) 2013: adventhealth shawnee mission. Dr. Terry lee. Radiology ¿ computerized tomography abdomen/pelvis with contrast. Indication: history partial small bowel resection, intraabdominal abscess status post drainage. Impression: interval percutaneous drainage of right perihepatic, left perigastric fluid collections, complete evacuation of fluid collections. Stable left posterior perisplenic fluid collection drain with resolution of perisplenic fluid collection. Smaller focal collection of free air within anterior epigastric region measuring 4.0 x 1.0 x 1.3 cm in maximal transverse by ap by craniocaudal dimension. May represent postsurgical change, clinical follow up recommended. 09/16/13: adventhealth shawnee mission. Veronika mcdonald, do. Progress notes. Multiple abscesses and drains in place, computerized tomography shows no residual abscesses. Minimal output through drains. Impression: abdominal abscesses, responded to percutaneous drainage. Plan: all drains removed. 09/16/13: adventhealth shawnee mission. Nurse notes ¿ wound care. 100 cc serosanguinous drainage. Wound bed excellent reg granulation tissue, wound contracting, decreased tunneling superior to wound bed. 09/17/13: adventhealth shawnee mission. Nurse notes ¿ wound care. Scant amount serosanguinous drainage. (B)(6) 2013: adventhealth shawnee mission. Nurse notes ¿ wound care. Wound contracting with red, beefy granulation tissue in wound bed. Possible discharge today to meadowbrook rehab, pack wound with aquacel ag extra, cover with 4x4¿s. (B)(6) 2013: adventhealth shawnee mission. Hassan m. Saradih, md. Progress notes. No nausea, vomiting, abdominal pain. By mouth levaquin x 1 week. (B)(6) 2013: shawnee mission medical center. Hassan m. Saradih, md. Discharge summary. Admission date: 08/29/13. Discharge date: 09/18/13. Final diagnosis: small bowel obstruction status post exploratory laparotomy and partial resection. Intraabdominal abscesses, status post percutaneous drainage. Nausea, vomiting, abdominal pain, small bowel obstruction, underwent emergent exploratory laparotomy and repair. Resection and anastomosis 08/30/13. Developed leukocytosis unexplained until computerized tomography abdomen/pelvis 09/06/13 multiple fluid collections in intra-abdominal cavity suggestive of abscesses. Hospital course: kept on IV fluids, broad-spectrum antibiotics with IV vancomycin, zosyn, zosyn changed to levaquin. Ended up having 2 percutaneous drainage via computerized tomography guidance 09/06/13 and 09/12/13 had abscesses drained. Fever, tachycardia and leukocytosis improved after abscess drainage. Recovered bowel resection, tolerate solid diet. Computerized tomography abdomen/pelvis 09/16/13, showed resolution fluid collection, percutaneous drain removed. Switched to oral antibiotics 09/18/13, medically stable for discharge to meadowbrook rehab for further treatment. Discharged regular diet, activities as tolerated. Follow up dr. Hamilton 1-2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information additional/revised details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: history and physical records dated(B)(6)2000 indicate patient to be admitted (B)(6)2000 for recurrent incisional hernia. Planned procedure: excisional hernia repair. The records state ¿patient is a 20 year old white male with a history of diaphragmatic hernia which was repaired in 1999 at knollwood park hospital. He subsequently developed an incisional hernia in the midline six months following this procedure. This was then repaired laparoscopically at knollwood park hospital. Now patient has a recurrent incisional hernia.¿ the records dated (B)(6)2000 also state: ¿it does give him some discomfort at times, especially on straining, although he has normal bowel movements and no diffuse abdominal pain. CT scan obtained shows goretex mesh in place on the left side. On the right side, the mesh is loose and there is an incisional hernia visible on CT scan. The patient will undergo elective incisional hernia repair on august 29.¿ records prior to (B)(6)2000, including records for the implant of an alleged ¿gore-tex mesh¿ mentioned in the (B)(6)2000 and (B)(6)2000 records and any prior abdominal procedures, were not provided. Records for the sleeve gastrectomy mentioned in the (B)(6)2014 records were not provided. Operative records dated (B)(6)2000 indicate the patient underwent repair of a recurrent incisional hernia. The records state: ¿a midline incision was made overlying the hernia defect. The hernia sac identified and dissected back to the neck. The hernia sac was then entered and it was excised. The previously placed gore-tex mesh which had been done in a laparoscopic fashion approximately 9 months ago was identified. It was found that the hernia had recurred because the right side of the gore-tex mesh had come loose, allowing abdominal contents to herniate into the hernia sac. After excision of the sac and dissection of the anterior fascia to the right, 0 braided nylon sutures were used to transect the right edge of the gore-tex to the fascia. These were then tied. These were placed in horizontal mattress fashion. After hemostasis was insured, the wound was thoroughly irrigated. 10 millimeter jackson-pratt drain was placed through a separate stab incision. The subcutaneous tissues were reapproximated with five interrupted 3-0 vicryl sutures and the wound was then irrigated and the skin closed with surgical staples.¿ discharge summary dated (B)(6)2000 indicates patient admitted (B)(6)2000. Records state: ¿hospital course: ¿postoperative course was unremarkable. On postoperative day number on the patient was afebrile, tolerating regular diet. A jackson-pratt which had been placed intraoperatively was removed. The patient was discharged home with prescription for pain medicine, to follow up in the office in two weeks.¿ records between 2000 and 2002 were not provided. Operative records dated (B)(6)2002 indicate the patient underwent open repair of a recurrent ventral hernia. The records state: ¿the patient is a 29-year-old white male status post laparoscopic diaphragmatic herniorrhaphy with postoperative ventral hernia, laparoscopic incisional herniorrhaphy with recurrence, open ventral herniorrhaphy, and he now has a third ventral hernia.¿ the (B)(6)2002 operative report states: ¿the previous midline incision was excised and extended superiorly approximately 4 cm. Dissection was performed down to the level of the mesh, which was placed at the time of the last repair and the fascia above the level of the defect. The mesh was cleaned and there was a defect on the right lateral aspect of the mesh where it had pulled away from the hernia cavity. A finger was inserted through the defect. A second 3 cm fascial defect was noted lateral to the edge of the mesh. It was determined that, for adequate closure, a new piece of mesh would be required. The previous piece of mesh was excised.¿ the (B)(6)2002 operative report continue: ¿the abdomen was relatively free of adhesions. There was minimal adhesive disease to the undersurface of the mesh. The branch was cleaned for 6 cm superiorly towards the area of the diaphragmatic herniorrhaphy. The other edges were free of adhesions. After the mesh was excised, there was an area of herniation which was lateral to the right side of the mesh that was found to have an incarcerated piece of omentum in it, which was reduced. It was felt to be of questionable viability and therefore excised. It was clamped and tied with a #2-0 silk tie.¿ the (B)(6)2002 operative report states: ¿a 20 x 30 cm piece of dual mesh was then obtained and #0 prolene sutures placed circumferentially around the mesh. The edges of the mesh were marked where they would be on the anterior abdominal wall. Separate incisions were made for each prolene suture. A gore suture passer was used to pass the sutures through the anterior abdominal wall circumferentially. They were individually tied, insuring with each tie that there was no herniation of bowel omentum or other abdominal contents through the suture or between the sutures. After all sutures were tied, the mesh was taut across the cavity. All defects were closed to the peritoneal cavity with the mesh. The midline fascia was reapproximated using #2 nylon running stitch. Pain ball catheters were then inserted. The mesh was copiously irrigated with antibiotic solution. After placement of the pain ball catheters, the subcutaneous tissue was reapproximated using #2t-o vicryl interrupted stitches. The skin edges were approximated using staples. The incisions were closed using #4-0 subcuticular stitch. The abdominal wall was cleaned and dried. Dermabond was applied to the small incisions. A sterile dressing was placed over the midline incision.¿ the records confirm a gore dualmesh® biomaterial (1dlmc07/01413830) was implanted during the procedure. There was no mention of infection in the records. Records between 2002 and(B)(6)2013 were not provided. CT records dated (B)(6)2013 state: ¿there is mesenteric edema from recent surgery. There is no evidence or abscess. Moderate fluid and gas distention of upper abdominal proximal small bowel loops are present. The distal small bowel is decompressed and normal in caliber. Also the colon is normal in caliber transition point is identified. There is no abdominal wall defect. There is diffuse fatty infiltration of the liver without focal hepatic les ion the gallbladder and spleen are normal there is fluid distention of the esophagus and mild fluid distention of the stomach the pancreas and adrenal glands are normal. The kidneys are normal. There is no upper abdominal lymphadenopathy.¿ discharge summary dated (B)(6)2013 indicates the patient was admitted(B)(6)2013 for abdominal pain and nausea. Final diagnosis: ¿abdominal pain with nausea and vomiting, resolved. The records state:¿ the patient is a 40 year old male patient who was admitted to the hospital for abdominal pain, nausea and vomiting and dehydration. He did have a CT scan dome showing possible small bowel obstruction versus an ileus; however, during the patient¿s hospital stay he has had several bowel movements and gas which has relieved his discomfort and relieved his nausea and vomiting. He has improved dramatically and feels great and is ready for discharge. We did repeat x-ray on (B)(6)2013, kub showing continued distention; however, this was thought to most likely be ileus pattern. The patient feels ready for discharge.¿ x-ray of abdomen dated (B)(6)2013 indicates ¿history of possible sbo [small bowel obstruction], with recent hx [history] of sleeve gastrectomy.¿ the records state: findings: there are multiple dilated, gas-filled loops of small bowel throughout the mid abdomen and left abdomen. There is residual contrast within the bladder. Changes or upper abdominal wall hernia repair are noted. Anterior abdominal wall skin staples are in place. No acute osseous abnormality is seen.¿ CT abdomen/pelvis dated (B)(6)2013 states: ¿abd[dominal] pain/vomiting s/p [status post] gastric sleeve (B)(6) 2013.¿ ¿findings: bibasilar atelectasis is present. Surgical clips along the anterior upper abdominal wall from recent surgery are present. There has been recentgastric sleeve procedure. A small amount of pneumoperitoneum in the left upper quadrant is present.¿ CT records dated (B)(6)2013 state: ¿there is mesenteric edema from recent surgery. There is no evidence or abscess. Moderate fluid and gas distention of upper abdominal proximal small bowel loops are present. The distal small bowel is decompressed and normal in caliber. Also the colon is normal in caliber transition point is identified. There is no abdominal wall defect. There is diffuse fatty infiltration of the liver without focal hepatic les ion the gallbladder and spleen are normal there is fluid distention of the esophagus and mild fluid distention of the stomach the pancreas and adrenal glands are normal. The kidneys are normal. There is no upper abdominal lymphadenopathy.¿ CT abdomen/pelvis dated(B)(6)2013 states indication: ¿abdominal pain post gastric bypass one week ago. The records state: ¿impression: ¿status post gastric sleeve surgery. There remains an oblong collection of free air and fluid immediately deep to the patient's ventral hernia mesh. This is stab le as compared with the prior CT and may represent residual postoperative free air. There is a 4.8 by 3.8 cm fluid collection within the right paracolic gutter which is very minimally larger than the prior study. This may also represent residual postoperative fluid. Close clinical followup is recommended. Fluid filled dilatation of the proximal to mid small bowel which may represent postoperative ileus although early or partial distal small bowel obstruction cannot be excluded. This is similar to prior study. Colonic diverticulosis. Fatty infiltration liver.¿ operative records dated(B)(6)2013 indicate the patient underwent exploratory laparotomy with small bowel resection for a diagnosis of small-bowel obstruction. The records state: ¿this is a 40-year-old male with inability to keep down liquids and a CT scan consistent with dilatation of proximal bowel and decompressed distal bowel.¿ findings from the procedure state: ¿a knuckle of small bowel was adherent to the posterior aspect of the mesh creating a transition point. This transition point was resected secondary to concerns for ongoing stricture. A side-to-side anastomosis was created.¿ the (B)(6)2013 operative report states: ¿next, a midline incision was made after failure of a diagnostic laparoscopy and the patient's mesh incised. The dilated small bowel was traced to the right upper quadrant and the dilated loop and transition point identified. The small bowel was resected proximally and distally with a gia-75 stapler. The intervening mesentery was ligated with 2-0 silk sutures. A side-to-side anastomosis was then created with gia-75 stapler with the enterotomy closed with a ta 60 stapler. The mesentery was then closed with a 2-0 vicryl suture. At this point, given the nature of the gore-tex mesh and the opening of the bowel, the gore-tex mesh was removed. The patient's abdomen was then irrigated with copious amounts of normal saline solution and the fascia then closed with a looped #1 pds suture. Subcutaneous tissues were then irrigated and skin closed with staples. Estimated blood loss was minimal.¿ there was no mention of infection involving the gore device. CT abdomen and pelvis with contrast dated (B)(6)2013 states: ¿reason for exam: abd[dominal] pain et drainage.¿ the records state: ¿significant atelectasis and air bronchogram formation has developed in the bilateral lung bases. There is a left pleural effusion. There is a relatively large perisplenic fluid collection which has developed since the previous study, measuring at least 4 cm thick x 14 cm in length x 22 cm craniocaudad the liver is enlarged there are surgical staples surrounding the stomach, compatible with the clinically described gastric sleeve procedure.¿ the CT records dated (B)(6)2013 state: ¿there is a small pocket of fluid in the left upper abdomen near the transverse colon, pancreas, and the inferior aspect of the gastric remnant this measures approximately 5 cm x 2 9 cm x 3.0 cm this is essentially unchanged compared to the previous study the pancreas appears normal. There are no adrenal masses. The kidneys are within normal limits. There is no significant central retroperitoneal or mesenteric lymphadenopathy. There is no abdominal ascites small bowel distention has resolved since the previous study. There is no significant iliac or inguinal adenopathy there is no pelvic ascites. There are no pelvic masses.¿ CT records dated (B)(6)2013 indicate a CT guided drain placement was performed. CT abdomen/pelvis dated (B)(6)2013 for abdominal pain, prior small bowel resection, possible abscess/leak states: ¿there has been interval placement of a percutaneous drainage catheter into a previously noted subcapsular splenic abscess. A small amount of residual subcapsular fluid and several punctate subcapsular gas collections persist. There has been significant interval decrease in the size of a fluid and gas collection interposed between the gastric remnant and spleen which now measures 6.3 cm x 5.0 cm x 4.3 cm (images 3/14 and 601/78), previously 5.7 cm x 10.3 cm x 8.3 cm. There has been mild interval increase in the size of a bilobed fluid and gas col lection arising within the right mid abdomen.¿ the CT records dated (B)(6)2013 state: ¿the component adjacent to the anterior aspect of the inferior right hepatic lobe measures 9.5 cm x 7.0 cm (image 3/42), previously 7.4 cm x 5.3 cm. The component just deep to the anterolateral abdominal vvall measures 9.8 cm x 6.2 cm (image 3/56), previously 9.0 cm x 5.4 cm. No definite new loculated fluid collections are detected. A few small scattered foci of pneumoperitoneum persist within the abdomen. There is stable postoperative deformity of the stomach. There are persistent mildly dilated small bowel loops within the mid to upper abdomen. A gas and stool are scattered throughout the colon to the level of the rectum. There is mild diverticulosis involving the descending and sigmoid segments of the colon . No definite extraluminal oral contrast material is identified. A healing midline laparotomy scar is noted. Some packing material appears to be in place above the level of the umbilicus¿¿ CT abdomen/pelvis dated (B)(6)2013 for history of parital small bowel resection, intraabdominal abscess/leak states: ¿impression: interval percutaneous drainage of right perihepatic and left perigastric fluid collections with complete evacuation of the fluid collections. Stable appearing left posterior perisplenic fluid collection drain with resolution of perisplenic fluid collection. Recent postsurgical changes of the abdomen suggestive of prior gastric sleeve surgery. There is a persistent although smaller focal collection of free air within the anterior epigastric region measuring 4.0 x 1.0 x 1.3 cm in maxim al t ransverse by ap by craniocaudal dimension. No extravasation of oral contrast material is seen. This may represent postsurgical change although close clinical follow up is recommended.¿ discharge summary dated (B)(6)2013 indicates patient admitted(B)(6)2013. ¿final diagnosis: 1. Small bowel obstruction status post exploratory laparotomy and partial resection. 2. Lntraabdominal abscesses, status post percutaneous drainage. 3. Leukocytosis secondary to #2. 4. Tachycardia, resolved. 5. Hypokalemia, replaced. 6. Morbid obesity with a recent gastric sleeve gastrectomy 7. Lower extremity swelling secondary to hypoalbuminemia. 8. Diabetes mellitus, type 2 on diet control.¿ the discharge summary dated(B)(6)2013 states: ¿the patient is a pleasant 40-year-old caucasian man who presented with nausea, vomiting, abdominal pain and was discovered to have a small bowel obstruction for which he underwent an emergent exploratory laparotomy and repair surgery by dr. (B)(6). The patient had resection and anastomosis on (B)(6)2013. The patient had a recent laparoscopic sleeve gastrectomy procedure (B)(6)2013 which was tolerated very well. The patient was noted to have hyperglycemia and tachycardia in the postoperative setting. He also developed leukocytosis which was unexplained until the patient ended up having a CT abdomen and pelvis performed on (B)(6)2013 that showed multiple fluid collections in his intra-abdominal cavity suggestive of abscesses.¿ the discharge summary dated (B)(6)2013 states: ¿hospital course: the patient was kept on IV fluids. He was kept on broad-spectrum antibiotics with intravenous vancomycin and zosyn and eventually zosyn was changed to levaquin therapy. He was followed along by dr. (B)(6) and dr. (B)(6) from interventional radiology. The patient ended up having 2 percutaneous drainage via CT guidance on (B)(6)2013 and (B)(6)2013 where he had his abscesses drained via percutaneous drain.¿ the discharge summary dated (B)(6)2013 states: ¿the patient was kept on broad-spectrum antibiotics at the same time. The patient's fever, tachycardia and leukocytosis improved after abscess drainage. He was kept on heparin subcutaneous for dvt prophylaxis. The patient was also given lasix for lower extremity swelling. The patient's recovery was slow though he recovered fully from his bowel resection surgery and was able to tolerate a solid diet. The patient had physical and occupational therapy and was felt to be a candidate for rehabilitation at skilled nursing facility. The patient had a CT abdomen and pelvis performed on (B)(6)2013 that showed complete resolution of intraabdominal fluid collection for which his percutaneous drain was removed. The patient was switched to oral antibiotic therapy on (B)(6)2013 and he was felt medically stable for discharge to meadowbrook rehab skilled nursing facility for further treatment.¿ operative records dated (B)(6)2014 indicate the patient underwent ¿open incisional hernia repair with bilateral anterior component separations and an onlay biologic mesh.¿ postoperative diagnosis is noted as ¿massive incisional hernia.¿ the records state: ¿this is a gentleman who had undergone a sleeve gastrectomy complicated by incisional hernia, and then complicated by a bowel obstruction requiring excision of his prior mesh, and primary closure. Subsequently, he developed a massive hernia which has been quite debilitating for him, making it difficult to perform any type of strenuous activity, as well as causing a significant amount of chronic back pain. He has tried to manage this conservatively with an abdominal binder, but sought further help in the hernia clinic.¿ findings from the procedure state: ¿operative findings consistent with a large hernia, 22 x 24 centimeters in size.¿ the (B)(6)2014 operative report states: ¿¿we began with a generous midline incision through his prior incision. We dissected down through the skin and subcutaneous tissue. We dissected out his large hernia defect, and then we entered into his peritoneal cavity and removed his hernia sac, with a hernia defect that measured 22 x 24 centimeters in size. Given the large size of the defect, it was felt necessary to perform bilateral anterior component separation to raise large subcutaneous flaps, came out lateral to the rectus muscle 2 centimeters, and incised our external oblique. Our external oblique was incised up to the costal margin and down to the pelvis. We then elevated the external oblique muscle and fascia, incised the areolar tissue to give us a full release on the left side. Our left-sided defect measured 13 x 20 centimeters in length, and giving us a good release of 13 centimeters. We then turned our attention to the right side, and again raised large subcutaneous flaps lateral to the rectus muscle 2 centimeters, and incised the external oblique fascia. We went superiorly up to the costal margin, and inferiorly down to the pelvis.¿ the (B)(6)2014 operative records continue: ¿we then separated the areolar tissue between our internal and our external oblique muscles, giving us another release of length of 20 centimeters, and width of 11 centimeters defect. This allowed us to bring our fascial edges together without any undue tension. We then closed our fascia in an interrupted vertical mattress fashion with #1 pds. As we were closing our fascia, we did note that he had some bleeding from a 2 x 2 centimeter area on his rectus muscle. The patient had agreed to participate in the evarrest trial, and the patient was randomized to an evarrest patch. An evarrest patch was cut, placed on the bleeding muscle. After pressure was applied for 3 minutes, hemostasis was adequate. We then turned our attention back to closing the abdomen, which closed without difficulty. To reinforce our repair, we took a 20 x 30 sheet of flexhd and secured this as an onlay mesh, covering our defects laterally that we had made in our external oblique. Once the mesh had been sutured in place, we excised additional skin, approximately 20 x 40 centimeters of additional skin and subcutaneous tissue. This was handed off the field. We then closed our skin with a combination of 2-0 nylon and staples, after placing a 19 blake drain times two.¿ the records indicate a non-gore device was used during the procedure. Discharge summary dated (B)(6)2014 states: ¿hospital course: post operatively, patient was admitted to the surgical floor after open ventral hernia repair with enrollment in mesh study. He was advanced to a clear liquid diet without an nasogastric tube. Epidural and pca given for adequate pain control. His foley was discontinued and required replacement due to urinary retention. Flomax was started and made nothing by mouth on 11/23/14. Restarted on clear liquid diet and encouraged to continue pulmonary toilet. Uric acid level was noted to be 6.7 with complaints of bilateral foot pain. Advil started for gout flare. He was instructed to follow up with his primary care provider regarding further treatment for gout. Drain teaching was completed for drain management upon discharge for drains. Due to study enrollment, drains left in place. Staples in place upon discharge with some redness noted at distal portion of incision site. At time of discharge, patient was voiding spontaneously, tolerating a regular diet, pain well controlled, and passing gas. He was instructed to follow up with primary care provider along with accs. Prescriptions at time of discharge were oxycodone and colace.¿ records between 2014 and 2016 were not provided. Operative records dated (B)(6)2016 indicate the patient underwent ¿incisional hernia repair with bilateral component separations and placement of a 30 x 30 lightweight polypropylene in the retrorectus space.¿ the records state: ¿this is a morbid obesity gentleman, who had undergone a sleeve gastrectomy, which was complicated by an incisional hernia. He then unfortunately had developed a small bowel obstruction and had an exploratory laparotomy for small bowel obstruction and excision of his mesh. He had developed a massive incisional hernia. He had previously undergone an abdominal wall reconstruction and unfortunately he had recurred at the upper most portion of his incision.¿ findings from the procedure state: ¿consistent with a 10 x 12 cm recurrent incisional hernia.¿ the (B)(6)2016 records state: ¿we made a 15 cm incision over the upper portion of his abdomen. We took down through the skin and subcutaneous tissue to the level of the hernia sac. The hernia sac was dissected out and we then entered into his retrorectus space on the right side. We did this by grasping the posterior rectus sheath with kochers and the anterior rectus sheath incising and separating the rectus muscle off of the posterior rectus sheath and taking to the linea alba up to the costal margin and down to the inguinal ligament. This gave us about a 3 cm myofascial release. We then turned our attention to the left side, again grasped the posterior rectus sheath, separated from the rectus muscle, came up to the costal margin down to the inguinal ligament and out to the semilunar line giving us another 3 cm myofascial release. At this point, we closed his posterior sheath with the aid of a 2-0 vicryl, irrigated the space, placed a 19 blake drain in the space after taking a 30 x 30 lightweight polypropylene mesh, we cut it to shape, and sutured it superiorly, inferiorly, and laterally with the aid of a reverdin needle and a #1-0 pds, closed the anterior rectus sheath with interrupted figure-of-eights using a #1 pds. We then resected approximately 8 x 20 cm of skin, handed this off the field, closed the skin with 2-0 nylons and staples after placing a 19 blake drain in the subcutaneous space.¿ discharge summary dated (B)(6)2016 states: ¿hospital course: patient was admitted to the accs/aces service for an elective hernia repair. 1. Ventral hernia: or, 5/12/16: lncisional hernia repair with bilateral component separations and placement of a 30 x 30 lightweight polypropylene in the retrorectus space. Postoperatively patient was kept npo with ivf's. He has jpx2 in place. Patient received 48hrs of cefazolin postoperatively. On pod #4, his pain was controlled with po pain medications, having bowel movements and tolerating a regular diet. Plan to discharge to home with jp drains in place and follow up with accs/dr. (B)(6)in one week. 2. Postoperative pain: the pain team placed an epidural for pain control and also provided a pca. At time of discharge, pain was controlled with po pain medications.¿ medical records dated (B)(6)2016 state: ¿[the patient] returns today for follow up after undergoing an upper abdominal incisional hernia repair with retrorectus polypropylene mesh placement. [The patient] underwent half of his midline suture removal [sic]. He returns today for follow up with no complaints of incisional drainage or drain site drainage. His current drain is in place. The drain on the right side has been putting out less than 6 cc per day.¿ the medical records dated (B)(6)2016 states: ¿the drains are removed. The patient complains of left sided circumferential numbness emanating from his spine and localized to two ribs. This is not tender on palpation but it has paresthesias. The patient is concerned this is related to his epidural catheter placement. We will make a referral for the pain service to evaluate him for these complaints.¿ medical records dated (B)(6)2017 state: ¿chief complaint: abdominal pain.¿ the records state ¿the patient underwent abdominal reconstruction with component separation and mesh in may of 2015. He has done well since that time. He has currently gained weight. He has gained 30 pounds over the course of one year. He has been traveling a lot for work and not been exercising and having an irregular diet. He is also somewhat depressed and lives alone at home.¿ the medical records dated (B)(6)2017 state: ¿status post abdominal reconstruction, which was a significant effort he had loss of domain. He has gained 30 pounds since that time. He has continued to have no defects. He and I had a long discussion about the continued need for ways to __[sic] not weight loss. At this point he has been lucky that he has not had recurrence of his incisional hernia. We discussed at length the need to maintain weight stability and/or get into an exercise program, which may be difficult as he is traveling, and watch his diet as he travels for work. We will also communicate with his primary care provider through our office to see if he would benefit from evaluation for psychotherapy and/or antidepressant use.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.